Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with monoject limited volume syringe. The inflated balloon was unable to maintain inflation due to a pin hole at the central area of the balloon. No other visible damage was observed from the balloon or catheter body. All through lumens were patent without any leakage or occlusion. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "balloon on the swan-ganz catheter would not deflate" was not able to be confirmed due to balloon damage. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Balloon deflation difficulty can result in an occlusion of blood flow and possible distal ischemia. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
T was reported that during use in a cath lab procedure, the balloon on the swan-ganz catheter would not deflate. The syringe was not attached during the deflation attempt. The catheter was replaced without further incident. There was no patient injury. Patient demographics were requested and not available.